Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated that the buttons did not always respond to presses and they get a lot of insulin flow block alarm and the insulin pump would not calibrate. The customer was reporting a past event. The customer reported that the alarm did not occur during fill tubing. The customer reported that the event was resolved by changing complete set. The customer stated that they discontinued the use of the insulin pump two days ago. The customer ran the displacement test and the insulin pump alarmed no reservoir. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that pressing the menu button took them to the menu screen. The customer reported that all the button do not respond. The customer informed that pressing the menu button took them to the menu screen. The customer stated that using the up arrow allowed them to navigate screens and using the down arrow allowed them to navigate screens. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer stated that an alarm was not in progress at the time the button was unresponsive. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer stated that the buttons were not responding. No harm requiring medical intervention was reported. The device will not be returned for analysis.